Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. The fse reported that the drive manifold assembly was replaced. The unit passed all functional and safety checks to factory specification.

Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) had drive manifold failure during preventive maintenance. There was no patient involved.